Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "was not working." Reportedly, the pump did not deliver insulin as expected and there were no alerts or alarms. The customer discontinued using the pump for insulin therapy. There was no reported adverse impact to customer¿s blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.